Event description:
Information was received from a patient regarding an external device. Patient reported that 3 times they went to charge their implanted neurostimulator, the controller would not recognize that the recharger was plugged in. The patient stated that the controller also would say it couldn't find the device, and it would take the battery out of the controller and not charge the implant. As a result, the patient said they charge their implant every 3-4 days. Today, the manufacturing representative(rep) met with the patient and put aa batteries in the controller, but the issue persisted. The representative told the patient to call patient services to request a new battery pack. Agent reviewed that the patient would not be able to recharge the implant with the aa batteries, but they could use the controller as long as the implant was charged. Agent advised does not seem as though this is a lith battery issue and pt states the rep said was battery and advised to call and get one sent. The issue was not resolved. An email was sent to the repair d epartment to replace the controller battery. Additional information received from patient. Information was received from a patient regarding an external device. . The reason for call was patient reported they were sent a battery pack and the battery doesn't work. Patient stated the controller jumps around from poor quality to excellent to no device found. Patient also stated the wires on the recharger got super hot when they were trying to charge the implanted neurostimulator. An email was sent to the repair department to replace the recharger device. .

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6 and h7 codes have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 97755, was returned for product analysis. Analysis found there was a failure with the recharger antenna and a cable insulation is frayed/peeling away on the connector cable was seen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.